Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Logfiles from the tactisys quartz system were unable to be returned, therefore, no log file analysis was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a premature ventricular contractions (pvc) ablation procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. Mapping of the right ventricular outflow tract (rvot) was done to locate the pvc origin and provide the target for ablation. The mapping catheter was replaced with the ablation catheter. The physician attempted to reach the target location without a sheath for 45 minutes but was unsuccessful. A sheath was placed and the ablation catheter was inserted through the sheath. The physician was manipulating the ablation catheter in the rvot, dragging the catheter along the posterior rvot by deflecting and dragging the sheath and catheter down the rvot free wall toward the pvc location on the posterior rvot. It was then noticed that the patient's arterial blood pressure had decreased and the had heart rate increased. A pericardial effusion was confirmed using intracardiac echocardiography (ice) and transesophageal echocardiogram (tee) and a pericardiocentesis was performed to stabilize the patient. There were no alleged performance issues with any abbott device.